Manufacturer narrative:
(B)(4). UDI number - the unique device identifier (UDI) could not be determined as the part and lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation, mitral valve injury (tissue damage), worsening heart failure and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage, mitral stenosis, worsening mr and heart failure in this incident appear to be related to patient morphology/pathology and/or user technique/procedural conditions. The additional treatment, treatment with medications and hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment: "percutaneous mitral annuloplasty effectively corrected recurrent mitral regurgitation due to residual pseudo-cleft after mitraclip vr implantation." (B)(6).

Event description:
This report is filed for mitral stenosis, worsening symptomatic mitral regurgitation, and a persistent pseudo-cleft, requiring intervention. It was reported in a literature article entitled "percutaneous mitral annuloplasty effectively corrected recurrent mitral regurgitation due to residual pseudo-cleft after mitraclip vr implantation" that on an unspecified date, a mitraclip procedure was performed for severe mitral regurgitation (mr). The patient presented with annulus dilatation and leaflet tethering. One mitraclip was implanted at the anterior leaflet 3 (a3) and posterior leaflet 3 (p3) without reported issues, reducing the mr to mild-moderate. A second clip was attempted; however, was not implanted due to a mean mitral valve gradient pressure of 7mmhg. A follow-up echocardiogram showed persistent pseudo-cleft with mild mr and a mitral valve gradient of 4mmhg. One year later, the patient presented with symptomatic, severe mr. Medical management was provided as treatment. After one year of received medical management, a percutaneous mitral annuloplasty was performed using a non-abbott device. Annular size and mr were significantly reduced. The mean mitral valve gradient pressure remained 4mmhg and the pseudo-cleft was not detectable anymore. The patient's symptoms improved remarkably. No additional information was provided regarding this issue.